Event description:
It was reported that the right ventricular (rv) lead had sensing difficulties. The rv lead was capped and replaced with a new lead. The defibrillator device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was fully functional with no high current drain or evidence of battery problems. The device was routed for further analysis. This analysis was inconclusive. No hybrid anomalies were noted. Long term monitoring of the unloaded battery after disconnection from the hybrid showed a consistent increase in open circuit voltage. Additional analysis of the battery did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There were openings in the anode separator enclosure and lithium material near the cathode tab.